Event description:
It was reported that customer's blood glucose (bg) level was 21 mmol/l. Customer delivered correction bolus via pump to resolve elevated bg. Customer confirmed proper use and condition of infusion site, tubing, insulin, and personal settings, and then worked with technical support to identify incorrect pump time. Technical support reviewed with customer that this could affect insulin delivery; customer was advised to consult healthcare provider about factors affecting blood glucose and to replace supplies as needed before resuming insulin therapy.